Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was exhibiting palpitations. This crt-p had entered safety mode and the patient was hospitalized. The crt-p was explanted and successfully replaced. No additional adverse patient effects were reported. The device has not returned for analysis.